Manufacturer narrative:
A 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt is experiencing pain and warming at the ipg pocket site during programming with the scs rapid programmer. Surgical intervention is pending to address the issue.